Manufacturer narrative:
Pump failed to prime properly after perform displacement test and rewind test. Unable to perform basic occlusion test, force sensor test, occlusion test due to early priming. The pump passed the displacement test, rewind test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed two pump error 53 alarm (file number: 32107, line number: 2817, esf #: n/a) on the event date of 04/13/2023 at 13:55:32.000, and 14:07:01.000 due to a possible hardware error. Pump alarmed 59 pump error 130 alarms on the event date of 04/13/2023, the first five are as follows: 03:47:06.000, 05:26:24.000, 06:51:03.000, 07:54:50.000, and 07:55:43.000. Pump alarmed 11 pump error 43 alarms on the event date of 04/13/2023, the first three are as follows 05:25:11.000, 05:25:39.000, and 05:26:56.000. Pump alarmed 19 pump error 82 alarms on the event date of 04/13/2023, the first three are as follows 10:37:14.000, 10:42:14.000, and 10:57:14.000. Pump alarmed a pump error 3 alarm on the event date of 04/13/2023 at 13:55:32.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, motor, pcba 1, and pcba 2. Also found dried insulin on the motor slide. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, broken belt clip rails, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for high bgs. Pump error 130 was not confirmed during testing. Pump error 43 was confirmed in the history files and traces due to moisture damage on the home switch. Prime/fill anomaly was confirmed during testing due to moisture damage on the motor home switch and force sensor. Pump error 82 was confirmed in the history files and traces due to moisture damage on the electronic assembly and motor. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 3 was confirmed as a consequence of pump error 53. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 43 and 130 led to high blood glucose. No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully. Advised the customer to do a displacement -test on the pump and it got passed, however pump error reoccurred during rewind. The customer will discontinue using the insulin pump and will be returned for analysis.